Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs results for one patient from the cobas e411 analyzer. The initial testing of the first sample gave no numeric result, but had an error message indicating a clot in the sample. The repeat result was 27.96 pg/ml. The repeat result from a cobas 8000 e 801 module was 4.31 pg/ml. A second sample tube from the patient was tested on a cobas 6000 e601 module and the results were 3.17 pg/ml, 3.50 pg/ml. The repeat result from the cobas e411 analyzer was 4.71 pg/ml. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 295258 with an expiration date of 30-mar-2019. Based on the provided data, a general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.